Event description:
The manufacturer's international service facility received a new v60 unit and during installation, it was noticed that the unit was attempted to be powered up, but it did not start up. There was no patient involvement.

Manufacturer narrative:
Power management (pm) board, and central processing unit (cpu) board were received at the v60 manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The cpu and pm boards were installed in a test ventilator. Testing including repeatedly cycling through power-up and shut down in different configurations, running the ventilator continuously for 3 hours, did not identify any failures. The supply voltages were all within specification. The report of new ventilator did not power up could not be duplicated based on the analysis of the returned/replaced parts (cpu and pm boards). The root cause is undetermined.